Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had an infection with hematoma. In addition, the patient fell into a doorway and had hematoma that did not resolve. A pocket revision was performed, and the physician debrided and closed up the pocket. The patient was also given intravenous and antibiotics. The device was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had an infection with hematoma. In addition, the patient fell into a doorway and had hematoma that did not resolve. A pocket revision was performed, and the physician debrided and closed up the pocket. The patient was also given intravenous and antibiotics. The device was repositioned and remains in service. No additional adverse patient effects were reported. Additional information was received indicating that this device was explanted. This device was returned.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had an infection with hematoma. In addition, the patient fell into a doorway and had hematoma that did not resolve. A pocket revision was performed, and the physician debrided and closed up the pocket. The patient was also given intravenous and antibiotics. The device was repositioned and remains in service. No additional adverse patient effects were reported. Additional information was received indicating that this device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.